Manufacturer narrative:
E1: phone ext: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion issue. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log showed downstream occlusion alarmed 157 times. Upon disassembly, found some contamination on downstream occlusion (dso) sensor, bezel, and seal. Replaced dso sensor assembly and unit passed occlusion testing with 20 psi. The device passed all functional tests.